Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The drill returned was documented as faultless prior to distribution. As the device had been in use for approx. 9 years we presuppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The breakage surface of the broken cutting edge of the drill shows the typically rough and cliffy structure of a brittle fracture, caused by bending and torsion overload most likely happened when the drill hit the nail surface. To avoid nail contacts a target device shall be used for drilling the screw holes; furthermore the target device shall be checked regarding its functionality prior to very surgery. A mistargeting would have been detected at this point. The case is attributed to a misuse by the user. No discrepancies were detected during risk analysis review. No nonconformity identified; no actions are in place.

Event description:
During t2ph surgery, a drill was broken. After the drilling for most proximal screw hole, surgeon finished drilling and insertion of screw for second proximal screw hole. Then he tried to remove the first drill and insert a screw, the drill was found to be broken. All the broken part was removed from the patient. According to the surgeon, the drill impinged on the screw hole of the nail.

Event description:
During t2ph surgery, a drill was broken. After the drilling for most proximal screw hole, surgeon finished drilling and insertion of screw for second proximal screw hole. Then he tried to remove the first drill and insert a screw, the drill was found to be broken. All the broken part was removed from the patient. According to the surgeon, the drill impinged on the screw hole of the nail.